Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches all over harder to read and fainter. Customer¿s blood glucose was unknown at the time of incident. Customer had to tilt the insulin pump to read. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test. No missing segment/partial display anomaly during test. Device received with cracked battery tube threads and minor scratched lcd window.